Event description:
The pt was experiencing "baclofen withdrawal" as evidenced by mobility deficit and activity of daily living deficit.the catheter was found to have a break, tear, or hole in it. It was moved and replaced and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.